Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board ( pcb) and installed a new backlight inverter pcb. The ventilator then pass all testing.

Event description:
It was reported that a ventilator had a loss of communication issue. There was no patient involvement.